Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2006. Thereafter, pt experienced persistent severe pain and discomfort in her right hip, leg and back, as well as the sensation of misalignment, weakness, decreased range of motion, difficulty sleeping, and difficulty with activities of daily living such as walking and standing after being seated. Lastly, pt exhibited symptoms of a loose implant. She was revised on or about (B)(6), 2007.